Event description:
It was reported the patient's unable to successfully recharge the ipg. It is believed this is due to the ipg being angled in the pocket. Replacement chargers have been sent to the patient to provide resolution to no avail. The patient's doctor feels comfortable moving forward with surgical intervention once the ipg is inoperable.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.